Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/6/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned za9003 lens was received in the original box. The lens was observed with viscoelastic residues and particles. One of the haptics was observed detached and no defects were observed in the other haptic. The complaint was not verified. However, a haptic detached was confirmed. Residues of viscoelastic solution was observed which indicate that the unit was handled and use for surgical use. Due the condition of the lens the cause of the complaint cannot be related to the manufacturing process and a product deficiency cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the lens was wasted. Additional information was received and it was learnt that the lens has broken haptic. There was patient contact. No further information provided.